Event description:
On (B)(6) 2023 it was reported by a sales representative via phone that an ar-8973l-30-130 fibula nail had an issue. During an ankle fracture procedure on (B)(6) 2023 when the surgeon inserted the nail, he met resistance in the fibula and pulled it out. When the device was pulled out, it was noticed that the tip of the nail had broken off inside the fibula. The broken tip was buried deep into the fibula and could not be removed from the patient. The surgeon deemed it safe to leave it inside the patient's fibula. A drill bit was used to mallet the tip deeper into the fibula, and then another ar-8973l-30-130, with lot 15033165 was used to complete the procedure successfully with no patient harm.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information. Complaint is confirmed. Visual evaluation noted that the nose cone was broken. No broken part was returned for investigation. The probable cause of this condition is excessive force/ friction during use or insertion. Functional testing was not performed due to the damage to the device.